Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) initially alleged a discrepant result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer saved the post-amplification liat® tube for this patient, and requested confirmation that true target was detected. When the sample was shipped to roche for sequencing, it was found that the customer also included an additional second sample (sample 2) in the shipment. Sample 2 was initially tested on liat analyzer (sn (B)(4)) yielding a positive result for sars-cov-2. A retest of the sample on the same analyzer yielded a negative result for all three targets. The negative results were reported. No harm was alleged. Please note no run data or patient information was provided for this sample. During investigation, the sample was sequenced and the sars-cov-2 assay target was detected with 0.1% of reads. Percent reads this low have been seen in liat® reactions with positive signal. No non-specific amplicon was detected. The findings support that the sample has a low sars-cov-2 titer, near the limit of detection (lod) for the liat® test. No product problem related to the customer allegation was observed.

Manufacturer narrative:
A customer from (B)(6) alleged discrepant results with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The customer initially alleged a discrepant result for a single patient sample. Please note that manufacturer report 2243471-2021-02314 has been filed for this patient sample. During investigation of this initial sample customer alleged an additional sample (sample 2). Per customer allegation sample 2 tested positive for sars-cov-2 initially however, it generated a negative result upon retest. The negative results were reported. No harm was alleged. Please note no run data or patient information was provided for this sample. An investigation was performed and sample showed a low sars-cov-2 titer, near the limit of detection (lod) for the liat® test. No product problem related to the customer allegation was observed. (B)(4).

Manufacturer narrative:
This is a follow-up report to provide additional information for 2243471-2021-03628. Information was received from investigator regarding an additional investigational code which has been updated. (B)(4).